Manufacturer narrative:
The investigation into the introducer damage-mechanical has been completed. According to the clinical review, while prepping the 23fr peel away sheath for insertion the tech could not flush the sheath. The decision was then made to use a new sheath from another impella 5.5 kit. The following day, the patient began to feel a lot of pain and swelling around the insertion site. Six days later the patient was weaned off of support and the pump was removed. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The cause of the mechanical introducer damage was not determined because no product was returned and not enough clinical information was provided. The cause of the pain at insertion site was not determined due to insufficient clinical details. Note pain at insertion site is not a reportable event. H6 code patient effect will be corrected in h11. F6 and f8 should have been blank h6 patient effect-remove 4561 as this is not a reportable event. Replace with 4582. H6 patient impact-remove 4642 and replace with 2199. 4642 was not related to the impella device but rather a procedure the patient was going to have.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 33-year-old female patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported the patient was in shock and wearing a lifevest with a history of post-partum cardiomyopathy. The 5.5 was being delivered via the axillary artery through a 23fr sheath. The medical staff found the sheath to have an inability to flush. The staff then made the decision to replace the sheath with another, and then support started. The patient remained on impella support with plans for a mitraclip and assessment of the patient¿s pain at the insertion site. The 5.5 was weaned then explanted, and the patient survived the event.